Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire was broken.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, basket wire was broken. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event.